Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 800 mg/dl. Caller stated that the customer's insulin pump was malfunctioning it would not allow customer to bolus. Caller also stated that the customer had migraine headache and had 3 seizures prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.